Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to the patient morphology/pathology of long, thickened and friable leaflets. The reported poor image resolution appears to be due to the procedural circumstances of prolonged procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda), and a new mr jet appeared in the most medial portion of the a3/p3 region. One additional clip was implanted for stabilization; however, the large jet remained which was not attempted. It was noted that imaging diminished as the procedure became longer. Two clips were implanted, reducing the mr to 3-4. The patient was reported to be doing well post procedure. No additional information was provided.